Event description:
On (B)(6) 2014, it was reported that the patient experienced an episode of hypoglycemia and then his blood glucose level was elevated to 38 mmol/l. It was reported that he was in the hospital receiving stationary treatment on two occasions following the event. The nurse stated that the insulin cartridge was not inserted into the patient's device properly and that allowed the insulin to leak out. The infusion cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).